Manufacturer narrative:
E2, e3 information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, however, it was found that liquid had entered the scope which likely caused the phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 11 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[4.4 connection of an endoscope]: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of b30 scope communication error could not be confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility.

Event description:
The customer reported to olympus, a b30 scope communication error code was displayed when using the evis exera iii xenon light source. There was no reported patient harm or impact due to this event.